Event description:
Consumer reports varying readings within a short period of time. Analysis run on clark error grid using mean average reading (162) as ref. Point vs. Bd readings (25, 45, 345) yielded data points in the c range of the grid, outside acceptable limits.